Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment results: the reported device fracture was confirmed via a visual inspection. No relevant manufacturing issues were identified during review of the manufacturing records. Conclusion: the likely root cause of this event is due to a non-union (patient didn't fuse).

Event description:
It was reported that the patient had a previous surgery from t10-l5. Dr. Said that he was not fused at l2-3 where both rods broke. The crosslink also broke. Both rods and crosslink were replaced.

Event description:
It was reported that the patient had a previous surgery from t10-l5. Dr. (B)(6) that he was not fused at l2-3 where both rods broke. The crosslink also broke. Both rods and crosslink were replaced.